Event description:
It was reported "for the patient to do vascular channel dredging, in the pumping test whether the catheter is patency, the anterior segment of the catheter leakage. No more outlet. Prolong patient treatment time. Replace the catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "for the patient to do vascular channel dredging, in the pumping test whether the catheter is patency, the anterior segment of the catheter leakage. No more outlet outlet. Prolong patient treatment time. Replace the catheter."